Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav valve has a blockage and that the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The test could not be performed with the progav, because the determined blockage. The shuntassistant is operating within the specified tolerances in the vertical position. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in progav and shuntassistant. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our examination results, we can determine a blockage at the time of our examination of the progav. The deposits found can be named as the cause of the blockage. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv415t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, 6 months, height: 106 centimeters (cm), weight: 18.5 kilograms (kg), gender: female. Same event as medwatch# 3004721439-2022-00290.